Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarms. The customer's blood glucose (bg) level was 295mg/dl and a manual injection was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. The customer was to perform a supply change to resolve the occlusion alarm and declined a follow-up call by tandem technical support.